Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering has reviewed case description. Balloon ruptures can be affected by numerous factors. Since there was no report of any leaks noted during product preparation, this may suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt during the procedure. In this instance, based on the info received, a definitive cause for the reported balloon rupture cannot be determined, but there is no indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the distal rca with mild tortuosity, mild calcification, eccentric, and 99% stenosed. Pre-dilatation was done with the 1.5 x 12 mm voyager, however, the balloon was unable to inflate past 4 atm. The leakage of contrast media [from the balloon] was confirmed when it was checked outside of the anatomy. The procedure was continued using another company's balloon catheter without issue. No pt effects were reported. No additional event or pt info is available.